Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarm during self test and confirmed in the pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure. Customer¿s blood glucose level was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the perform a self-test and the error occurred again. Customer troubleshooting was performed. Advised the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.